Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. Functional testing was unable to replicate the reported issue. A review of the treatment log files observed e22 and e23 errors. No session logs were provided, and therefore, the reported loss of pressure during aquablation therapy could not be confirmed. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as intended. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c00565/184 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current instruction for use sj-ifu0101-00 rev b IFU, aquabeam robotic system IFU, us, english was reviewed. 8.30 sterile: treatment: a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power. The aquabeam robotic system user manual, sj-um0101-00 rev b aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during nozzle registration, the high-velocity waterjet was initially visible but then no longer visible when the aquabeam food pedal was depressed. The aquabeam robotic system did not generate any errors. Multiple troubleshooting steps were performed to resolve the issue; however, the issue persisted. A second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.